Event description:
It was reported that a perforation occurred in the proximal circumflex (cx) artery. The 2.8x16mm graftmaster stent implant was successfully deployed but the perforation was not fully sealed; therefore, a 3.5x19mm graftmaster stent implant was deployed to fully seal the perforation. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation as tje stent remains in the patient anatomy and the delivery system was not returned; therefore a failure analysis of the complaint device could not be completed. It has been determined that a conclusive cause for the reported stent graft leak cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.